Event description:
The customer called because her blood glucose was high. The reported blood glucose reading was 506 mg/dl. The customer stated that, she was having problems with the insulin pump reverting to the rewind mode, and she did not have a back up plan to treat the high blood glucose. The customer was advised to seek emergency medical treatment. Several attempts were made to contact the customer after the initial call to verify if she had been hospitalized and to perform troubleshooting, but the customer was not able to be reached. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.